Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-05-19 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: customer returned a total of seven pen needles, most with green caps identifying them as 4mm, 32 gauge pen needles. A returned teardrop label further identifies them as being from lot 0168023. One of the pen needles has had its cannula broken on the non-patient side at the proximal end of hub¿s needle cannula. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Three of the pen needles were bent to varying degrees at the base of the patient end of the needle. This damage may have occurred if forces perpendicular to the needle cannula were applied accidentally during use, resulting in the needle bending. The remaining pen needles featured no damage or other defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: the root cause of the needles breaking appears to be accidental damage from stresses caused by the user during routine use. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula was damaged. The following information was provided by the initial reporter: material no. 320550 batch no. 0168023. It was reported that needles bend at patient end and non patient end. Verbatim: consumer reported needles bend at patient end and at non patient. Consumer stated that he re-use the needles when he takes more than one injections during the day but has the problem with new needles.